Manufacturer narrative:
Bayer svc visited the site and determined that the monitor was operating to spec. The clinical support specialist visited the site and retrained on the use of the veris monitor. Four pulse oximeter sensors were returned for investigation. It is not known which were involved in the alleged incidents. Prod analysis examined the pulse oximeter sensors, determined them to be operational and in good overall condition. The sensors had adhesive residue on the housing, indicative of tape being applied to the sensor. The veris operation manual cautions the user that: the pulse oximeter sensor may cause skin irritation and pressure necrosis. Inspected the pulse oximeter sensor site every two to four hours or per hospital protocol. Move the sensor to a different location if skin irritation is present; attaching the probe too tightly to the skin may generate inaccurate readings (by reducing blood flow to the target area) and cause blisters on the pt's skin. (Lack of skin respiration, not heat, caused the blisters.); do not tape over the pulse oximeter sensor housing. Taping over the housing may cause injury and sensor failure due to excessive pressure. If the sensor needs to be secured, place tape over the cable, immediately behind the sensor.

Event description:
MDR 2520313-2015-00013 was submitted for a (B)(6) year old male pt who suffered a pressure ulcer on their right index finger after having a medrad veris mr vital signs monitor pulse oximeter sensor on that finger for a 4 hour MRI procedure. While investigating this event an anesthesiologist stated on a questionaire that this was the third time this had occurred. No info was given on these other 2 alleged events. Four attempts were made to get add'l info, but no info was furnished by the site.